Manufacturer narrative:
No list # 140099290 product samples, videos, or photographs were returned for investigation. The lot history could not be reviewed as no lot number was provided. A probable cause cannot be identified based on the information that has been provided. The reported complaint cannot be confirmed.

Event description:
It was reported that there was heavy leakage on the filter of a plum set. An unspecified chemotherapy solution was involved in the event. There was no one harmed as a result of the event, however, there was a delay in therapy.